Manufacturer narrative:
(B)(4).

Event description:
New information received states that new episodes of noise were observed via a merlin.net transmission. Additionally, high pacing lead impedance was also noted. The lead was subsequently capped and replaced. The patient condition was good before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on the ventricular channel. The device was reprogrammed. The patient condition was good.